Event description:
It was reported that the pump battery would not charge. Troubleshooting indicated that there was damage to the usb port preventing charging. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.